Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013 device evaluation: the pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: a timekeeping accuracy test was performed and the pump was found to be keeping time accurately. Investigation was unable to confirm or duplicate the complaint.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
On (B)(6) 2012 the reporter contacted animas to report that the pump intermittently would revert to the default date/time settings without user intervention, and without replacement of the battery or any other power interruption. There was no patient injury associated with this issue.